Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot# 0210671957, implanted: (B)(6) 2016, product type: lead.

Event description:
Information received via a healthcare professional from a clinical study reported via a representative that the electrode had "thinned out" post-operatively. It was unknown if there was any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting had been performed. Interventions involved explant and change of the electrode. The patient status was alive, no injury at the time of report and the issue was considered resolved (B)(6) 2016. The event was assessed as not serious, related to the device (the lead), not related to the procedure and not related to the ins. Additional information received approximately two weeks later further clarified there were no symptoms and the cause was unknown. It was indicated that the "best traduction" was that the lead was "stringed or sharpened." The patient's medical history included fecal incontinence due to peripheral neuropathy since 2009.

Manufacturer narrative:
Other applicable components are: product ID :309328, lot# 0210671957, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care professional of the clinical study reported that there was an electrode fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.